Event description:
During use of the device for endoscopic saphenous vein harvesting procedure, the user reported that clots have been formed in the vein during harvesting. The device was used to conclude the procedure. The harvested vein was suitable to use as a coronary artery bypass graft. The user reported the surgical procedure was completed successfully and there was no adverse consequence to the pt as a result of this event. Internal clinical review found that heparin is given to a pt prior to the vein harvesting to eliminate thrombus formation during the harvesting procedure. Once the vein is harvested from the leg and being put through final prep by the pa, the vein is attached to a syringe and pressurized and flushed while identifying and isolating with suture small branches or defects in the saphenous vein. For a given segment of graft, multiple syringes of "flush" might be required. The vein is then placed in a base solution of heparinized saline until needed.

Manufacturer narrative:
(B) (4) (no device problem was asserted, only a correlation of the use of the device with clot formation). Evaluation in progress, but not yet concluded.